Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg ICD implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and that the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted that on (B)(6) 2015, svc coil impedance rose to 102 ohms from 87 ohms. And that on (B)(6) 2015, the rv coil impedance rose to 113 ohms from 61 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's svc (superior vena cava) coil high impedance caused an impedance alert. A possible lead fracture was suspected. The svc coil of the lead was programmed off. Additionally, the next day high rv coil impedance of greater than 100 ohms caused an impedance alert. The lead was reprogrammed to increase the rv coil alert impedance level to 130 ohms. The lead remains in use. No patient complications have been reported as a result of this event.